Manufacturer narrative:
(B)(4). Date sent: 6/22/2023. Additional information was requested, and the following was obtained: 1. How was the device removed? Change laparoscopic surgery to hals. 2. Did the jaws eventually open? Not in the patient body. It opened after ec60a come out from patient body.

Manufacturer narrative:
(B)(4). Date sent: 8/24/2023. D4: batch # 845a84. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ec60a device was returned in opened position with no apparent damage and with one gst60w reload present. The reload was received fully fired with some b-formed staples on the reload deck. In addition, a tyvek and an opened packaging of the reload were returned. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties noted during the functional testing, the device opened and closed as expected. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: if the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays ¿0¿ and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger, upward (away from the handle) until both firing and closing triggers return to their original positions. The event could not be confirmed as the device performed as expected and during the functional testing, the device opened and closed without any difficulties noted. Device history review: manufacturing record evaluation was performed for the finished device batch number 845a84, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 5/31/2023. D4: batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was received: how was the device removed? Change lap to hals; did the jaws eventually open? No; could you please clarify if there were any patient consequences? Patient is ok; could you please clarify if was any change in the post-operative care of the patient as a result of the event? Unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopy procedure, the knife of stapler didn't come back. It was the 3rd fire. Operator did troubleshooting sequence, but the knife didn't come back. Surgery was delayed by 40 minutes. No further details provided.